Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The clinician reported that, after 1 month after the dental implant was placed in ada site #30 of the patient's mouth, non-osseointegration was observed. Patient presented with compromised bone. Patient experienced nerve encroachment, bleeding, and inflammation. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that, after 1 month after the dental implant was placed in ada site #30 of the patient's mouth, non-osseointegration was observed. Patient presented with compromised bone. Patient experienced nerve encroachment, bleeding, and inflammation. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.